Manufacturer narrative:
Initial.

Event description:
It was reported that the charger was not charging, and replacement was immediately arranged by customer care agent. No adverse clinical symptoms associated with very low battery reported. Outcomes included power loss that required a replacement to restore normal use. Investigation included customer communication and device use review. Investigation of this case revealed a charging malfunction associated with the charger component that resulted in inadequate power delivery. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger.